Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 52 mg/dl. Customer declined to troubleshoot for low blood glucose value. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. (B)(4).

Manufacturer narrative:
The initial report was submitted with incomplete information.

Event description:
It is unknown whether auto mode was in use at the time of the incident. The device was returned for analysis.